Event description:
It was reported that during a lap gastric bypass procedure, the minimum button was not working. Another like device was used to complete the procedure. There was no pt consequence.

Manufacturer narrative:
D4; h4, 6: info anticipated, but unavailable at this time.